Manufacturer narrative:
Code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a diameter measuring 52 mm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2013, computed tomography angiography imaging (cta) identified the aneurysm measuring 46 mm. On (B)(6) 2014, and on (B)(6) 2016, CT imaging identified the aneurysm measuring 48 mm and 50 mm, respectively. During follow-up cta imaging on (B)(6) 2018, it was found that the gore® excluder® contralateral leg component pxc181200 / (B)(4) implanted on the right patient side had short shortened due to disease progression. A type 1b endoleak was however not reported. Additionally, an aneurysm diameter of 51 mm was confirmed. On (B)(6) 2018, an additional stent was implanted into the right common iliac artery to extend the pxc181200 component to again provide adequate seal.